Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 05/jan/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿parastomal hernia¿ surgery and was implanted with strattice device lot unknown on 09/jun/2015. The patient underwent a "laparoscopy with lysis of adhesions, open repair of incisional hernia, and small bowel resection¿. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain, abscess, small bowel obstruction, small bowel resection, incision and drainage of abscess, adhesions, recurrence, and intervention surgery¿. The form lists the conditions that were treated were ¿pain, abscess, small bowel obstruction, small bowel resection, incision and drainage of abscess, adhesions, recurrence, and intervention surgery¿ with approximate date of treatment as (B)(6) 2016. The ppf form also indicates the patient was implanted with a non-abbvie device, "ethicon prolene mesh¿ on (B)(6) 2019. This non-abbvie device has not been removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on 09/jun/2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.